Event description:
It was reported that the patient was home alone and was not responding to the family members' calls. The family's physician was contacted for prompt support and upon checkup, the patient was declared dead. A review of the log files revealed that the pump was functioning as intended. The log file indicated that the patient had not connected to power module/mobile power unit (mpu) power during this history. This indicated the patient was sleeping on battery power. On (B)(6) 2023, at 19:37:39, the patient performed a battery exchange to fully charged batteries. On (B)(6) 2023 at 14:06:49, a low power advisory alarm was active due to 18.5 hours runtime on battery power. On (B)(6) 2023 at 14:07:26, a low power hazard alarm was active. On (B)(6) 2023 at 14:18:57, a no external power alarm was active and the system controller operated on emergency backup battery (ebb). On (B)(6) 2023 at 16:06:11, the ebb was still able to maintain pump speed and maintain system clock. The time of the pump off was unknown. At an unknown time, the white power cable of the system controller was connected to a power module and the system controller clock corrupt alarm flag was active. The patient passed away on (B)(6) 2023. Related manufacturer reference number: 2916596-2023-02383 (system controller).

Manufacturer narrative:
A1, a2, and a4: patient information has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. (B)(6) was not explanted for evaluation. The submitted system controller event log file captured a pump stop event on 01apr2023 due to full depletion of the external 14 volt lithium-ion batteries, followed by full depletion of the system controller's internal backup battery (refer to the system controller investigation). No other notable events or alarms were captured. The pump appeared to have operated as intended at the set speed before the pump stop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.